Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that medapplication logs showed repeated medbankchannel deserialization errors for the helmer refrigerator notification messages, indicating malformed/incomplete payload data being discarded at the application level. The field service engineer (fse) powered down the device and booted into basic input/output system (bios) using a reimaging universal serial bus (usb). Then the fse selected the correct image and successfully reimaged the device, restoring system functionality. Further the technical support specialist (tss) confirmed that device 0455d appeared deleted/offline in remote support service (rss), preventing further validation, while 04521s (upgraded to v1.11.0) showed normal synchronization activity with no download message issues, confirming no active communication problems on that unit. The system functioned as intended after the field service engineer and technical support specialist together resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on maintenance mode screen. However, there were no delays or adverse events or injuries reported based on this event.